Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During deployment of the closure device, the was sheath became kinked. The physician aborted the procedure and will reattempt the procedure at a later date. There were no patient complications that occurred as a result of this event and the patient was discharged home.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During deployment of the closure device, the was sheath became kinked. The physician aborted the procedure and will reattempt the procedure at a later date. There were no patient complications that occurred as a result of this event and the patient was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) with the dilator outside the sheath was returned. Visual inspection of the device revealed a kink in the sheath 5cm proximal of the tip. Microscopic examination revealed no other damage or defect. Product analysis confirmed the reported event as the sheath was kinked. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.